Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on october 19, 2017 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant stricture due to chronic pancreatitis during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was tight and was dilated prior to stent placement. According to the complainant, on an unknown date, the patient presented with increased bilirubin levels and jaundice, which prompted the physician to check the stent. On (B)(6) 2017, the physician performed an endoscopic retrograde cholangiopancreatography (ercp) procedure and the stent was noted to have migrated proximally into the bile duct and no stent was visible within the duodenal lumen. The physician used a snare and forceps to remove the migrated stent. Reportedly, the stent broke and was deformed when it was being removed but the physician was able to remove the stent after 3 hours. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient was hospitalized overnight but was discharged the following day.